Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se after an interventional procedure. Reportedly, it was noticed by the patient that 24 hours after the procedure, the access site looks sunburn. The patient is allergic to gold. After physician visit it was stated that the vascular physician and radiologist thought rash could be from the iodine, dye or plavix that was used during the procedure. It is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.